Manufacturer narrative:
Evaluation: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab was inserted into the pt on 9/22/97. After iabp for a few minutes, the "leak in iab" alarm sounded and blood was noted back in the tubing. The iab was removed and another was inserted. (Multiple event to customer complaint. (Event complications: unk - reported 10/10/97) (pt's current status: unk - rpt'd 10/10/97)